Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage occluder was chosen for left atrial appendage (laa) closure procedure using a 12f amplatzer torqvue 45x45 delivery sheath. The laa measuring for amulet device sizing was done by 3d transesophageal echocardiogram (tee/toe). The laa depth was 37mm. During procedure, the left atrial pressure was 3mmhg and 900ml of volume of fluids were given. The atrial rhythm recorded at start of procedure was non-sinus rhythm (nsr), the activated clotting levels (act) were 262s and heparin was administered. Due to incompatible with anatomy, the 25mm amulet was removed and a new 28mm amplatzer amulet left atrial appendage occluder and 14f amplatzer torqvue 45x45 delivery sheath were chosen. The 28mm amulet was successfully deployed in the laa. On (B)(6)2025, the patient developed chest pain and on (B)(6) 2025, the patient started taking 3 sublingual nitroglycerin with minimal relief and went to emergency room (ER). The patient got admitted and tee showed a small pericardial effusion along the right. On (B)(6) 2025, a stent was deployed on the right coronary artery and the patient was transferred back into the room for recovery.

Manufacturer narrative:
An event of angina, and pericardial effusion four months post amulet device implant was reported. The physician believed that the amulet device was the cause of the effusion. Information from field indicated that tee showed a small pericardial effusion. The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information available, the cause of reported patient effect of pericardial effusion could not be conclusively determined. The reported hospitalization, surgical and unexpected medical intervention was a result of case-specific circumstances as medication was administered. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: